Event description:
Received notification from a source field rep of having personally received a box of ng09 needle guides, in which the primary packaging (sterile barrier) was not sealed properly. The package received by the rep was intended for use as demo stock. The unsealed packaging is very evident, and no product was used clinically. This MDR is for only the ng09 needle guides, which are a component of the atec breast biopsy and tissue excision system, not the system as a whole.

Manufacturer narrative:
Conclusion: packaging integrity - sterile barrier may be compromised in some cases. Device evaluation results: in 4/2006, suros surgical systems sales representative sent an email to suros quality alleging that a box of needle guides he had received for his use as demonstration stock had unsealed individual pouches. (Atec ng09, lot 603006). Quality requested that the suspect box of needle guides be returned to the home office for evaluation as quickly as possible. The box of needle guides was received by quality in 4/2006, and was immediately inspected via a visual examination. The inspection confirmed the report that the individual pouches were not sealed.